Event description:
It was reported to boston scientific corporation in 2008 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used on a male patient during a procedure the same day (patient age and weight unknown). According to the complainant, during the procedure the cre balloon ruptured at 3 atm inside of the patient's esophagus. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was torn longitudinally. The device was returned without the stopcock and with the protective sleeve. The root cause of the complaint could not be determined definitively; however, the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope.